Manufacturer narrative:
Received one ias12-100lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The distal tip of the cannula is broken. All pieces were returned with the device. While a root cause could not be specifically identified, based upon the evaluation, and photos, a likely cause for the failure was the application of excessive force during use as robots are not supposed to be used with the trocar. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 123 complaints, regarding 126 devices, for this device family and failure mode. During this same time frame 1,447,740 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during an unknown procedure on 07aug23 when it was reported ¿the tip of airseal trocar was broken when the trocar was decannulate. Fragments were retrieved outside the patient's abdominal cavity. There were no remains of any fragments in the patient¿s body. The hospital staff speculates that it may have been caused by pulling out at once at the time of removal.". The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during an unknown procedure on 07aug23 when it was reported ¿the tip of airseal trocar was broken when the trocar was decannulate. Fragments were retrieved outside the patient's abdominal cavity. There were no remains of any fragments in the patient¿s body. The hospital staff speculates that it may have been caused by pulling out at once at the time of removal.". The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet returned.